Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, there were no cracks found at the distal end, and the adhesive between the distal end and the server plug-in (z-block) was cracked due to wear and tear. Additionally, the grip had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The connecting tube buckled. Adhesive around the light guide lens had a crack. Adhesive around the objective lens had a crack. There was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the distal end scope had cracks, damage and deformation. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. It was later provided that the device was reprocessed according to instructions for use (IFU) before returning the device to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress or chemical stress. The event can be detected by following the IFU sections which state: -inspection of the endoscope user may be able to prevent occurrence of the suggested event by handling device in accordance with the following IFU. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Olympus will continue to monitor field performance for this device.